Event description:
The recipient is reportedly a poor performer. A review of the test data indicates impedance issues.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not be explanted at this time. The recipient is using the device. This is the final report.